Event description:
Customer reported that a malfunction occurred on pump. There was no adverse impact to customer's blood glucose level. The customer reset the pump on their own before calling tech support. The pump was replaced to resolve the issue, and the customer will use current pump or insulin pens for insulin therapy until the replacement arrives.